Event description:
The reported event occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned and the customer reported event was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely a failure of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting was conducted over the phone; the customer was instructed to test the scope with other devices. No issues were found, leading to the determination that the device needed to be sent back for repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a scope communication error (b30). There were no reports of patient harm.